Event description:
Procedure: lap assisted distal gastrectomy. According to the report: after several applications, the jaws of the clip applier being used could not close completely. It was removed from the cavity together with the trocar. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. Patient status: ok.

Manufacturer narrative:
.